Event description:
It was reported that during a liver celioscopy procedure, the instrument gave an error and did not pass the prerun test. The case was completed by using another instrument. Customer cannot provide anymore details about the circumstances in which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.